Event description:
It was reported that the patient received multiple inappropriate shocks due to a lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.